Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture, noise and high impedance values. Later on, the device was interrogated and there was evidence of a lead fracture; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture, noise and high impedance values. Later on, the device was interrogated and there was evidence of a lead fracture; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6: device codes: device is a brady device, no shocking therapy.